Manufacturer narrative:
The device was not returned to olympus for evaluation; therefore, the reported event could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: customer full name information. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchoscope screen does not show display. The issue was found during an unspecified procedure. There were no reports of patient or user harm associated with this event.